Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Surgeon didn't approve for return.

Event description:
It was reported patient underwent an initial left total reverse shoulder arthroplasty in (B)(6) 2015. Subsequently, patient was revised on (B)(6) 2016 due to instability of the joint. The stem, humeral bearing, glenosphere and humeral tray were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.